Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, refrigerator door would not open and displayed an error message indicating that the remote manager temperature monitor had failed to close. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. A field service engineer shut down the station, replaced the detent latch, powered back on the station and performed functional testing in the station application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.